Event description:
Philips received report (B)(4) from the FDA's medsun program, which reported damage to a tee transducer that was identified following a transesophageal echocardiogram. After removing the x8-2t transducer from the patient, an inch and a half area of missing sheath was found. The patient had a CT scan, and the results did not show any discernable radiopaque foreign object or evidence of bowel obstruction. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
The customer declined service and support to replace the suspect transducer. As a result, the transducer remains at the customer site and could not be returned for failure analysis.

Manufacturer narrative:
An addendum report is being submitted to provide the medwatch report number. The information is in the g10 data field.

Manufacturer narrative:
The customer declined service and support to replace the suspect transducer. As a result, the transducer remains at the customer site and could not be returned for failure analysis. H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.